Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary; the device was returned in two pieces: approximately 84cm catheter and approximately 5cm of catheter with approximate 3.5cm of balloon material attached at the distal end. The catheter was severed approximately 1mm proximal to the proximal balloon chamber marker. The distal portion of the center lumen has a kink about 1.5mm distal to the proximal balloon chamber marker. The balloon material was covered with sanguine material. A radial tear in the balloon material was noted just distal to the proximal end of the balloon. The evercross device experienced a radial burst that sheared the center lumen.

Event description:
This procedure was performed in the (B)(6). The procedure was to revascularize a popliteal occlusion of the left leg. An antegrade puncture was made in the left cfa with a 5f sheath. A wire was used to deploy a 5-40-080 evercross. The popliteal occlusion was then angioplastied. Post popliteal angioplasty the balloon was intact. Then the evercross was used to treat mild calcified plaque in distal sfa. While treating this lesion, the evercross balloon burst. The physician applied some force to remove the balloon from the sheath, and at this point the distal end of the balloon detached and was left occluding the sfa. An 8f sheath was then inserted and a snare removed the detached end of the balloon over the wire.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.